Manufacturer narrative:
Manufacturer's investigation conclusion: the potential cause of the reported low flow alarms was confirmed based on the evaluation of (B)(6) and submitted photographs. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2020 at 5:22:31 through 11:36:04. Transient low flow events were captured on (B)(6) 2020 from 5:22:31 through 11:16:27. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The photographs of the pump taken after explant show the outflow graft bend relief pulled way from graft attachment. Both the shape of the outflow graft and positioning of the black line appear indicative of a twist. The normal accumulation of tissue on the exterior of the graft obstructs the deformation near the hardware from view in the photos but also indicate that the deformation was present for a prolonged period of time. Additional twisting is also apparent adjacent to where the distal end of the bend relief was prior to disassembly. (B)(6) was returned with the pump cable cut approximately 11¿ from the pump housing and the severed portions were returned. The sealed outflow graft was in similar condition as seen in the submitted photos. The graft appeared to have straightened further after the post-explant photos were taken as the black line was completely straight upon return. The examination confirmed there was still a graft kink present approximately 1¿ from the graft hardware. An additional fold in the graft was also noted under where the bend relief had been moved after explant. The graft appeared to have become folded by the movement of the bend relief and there was no evidence on the interior or exterior of the graft of this fold being present during support. The remainder of the device appeared unremarkable. The observed twist near the sealed outflow graft hardware appeared to be consistent with the downward trend in flow captured on the submitted log files. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. A corrective action has been implemented to address hm3 outflow graft twist. (B)(6) was implanted prior to the implementation of this corrective action. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warms that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented with low flow alarms that started intermittently the previous day but became constant overnight. During analysis of the log file, the low flows were confirmed. It was later reported the pump was implanted before the clip was available and the patient had a twisted outflow graft (ofg). On (B)(6) 2020, the patient was taken to the operating room for an hm3 pump exchange due to suspected ofg twist. The entire pump and ofg was exchanged and the patient also had a known drive line infection. The original cuff was in place and upon removal of the bend relief, tissue-like material was observed in between the bend relief and ofg close to the pump connection. The ofg twist was noted. No further information was provided.